Event description:
Collection of gas and debris at superior margin of vaginal cuff; possible retained packing material at the operative site; possible small gas containing abscess (pelvic); purulent excessive vaginal (cervical) discharge; pelvic pressure; pelvic pain. Information was rec'd on 26-mar-2007 and 29-mar-2007 from a physician regarding a female pt, with a history of chronic regional type ii pain syndrome and no previous surgeries. The pt underwent a supracervical total abdominal hysterectomy in 2007. Latex gloves were used, the pelvis was irrigated with normal saline, no products were known to be left behind in the abdominal cavity and catgut or silk sutures were not used. One sheet of seprafilm was placed on top of the cervical cuff in the abdomen. The pt reported postoperative development of pelvic pain and pressure with purulent excessive vaginal (cervical) discharge. A CT scan three days later, revealed a "1.5 x 2.2 cm collection of gas and debris at superior margin at the vaginal cuff. No radiopaque foreign body". The surgeon stated that retained packing material at the operative site or a small gas containing abscess would be diagnostic considerations. The pt was treated with antibiotics and has not yet recovered. The physician stated that the events were severe and were possibly related to seprafilm.